Event description:
It was reported during procedure it was found that the second lead was also exhibiting high impedances and unable to enter MRI mode and as such both the leads were replaced thereby providing effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.